Event description:
A synsiro pro drug-eluting stent system was selected for treatment. The complaint device was attempted to be placed in the distal lcx stenosis but could not pass the lesion and had to be withdrawn. During withdrawal resistance was felt and the instrument was removed from the patient. Outside of the patient it was noticed that the stent had dislodged. Retrieval was attempted but was unsuccessful. Ivus showed stent between left main and lcx. Stent was adapted to the vessel wall with a 4.0 nc balloon.

Manufacturer narrative:
Combination product: yes

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided angiographic material and the ivus recordings were reviewed. The technical investigation revealed that the balloon is still well folded and shows no signs of inflation. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. The stent was not returned as reported. The angiographic material showed several diagnostic views of the left coronary artery, the target lesion in the distal lcx is shown. The complete lcx is then pre-dilatated. It is visible, that a stent is implanted in the lm/proximal lcx and was post-dilated. In the next few sequences, a dislodged stent is visible in the proximally to the target lesion implanted stent, whereas the delivery system has already been withdrawn. The stent appears slightly flared at its proximal end and not entangled with the implanted stent. Eventually, the stent is crushed against the vessel wall and further jailed with another stent. The actual complaint event is not visible. The angiographic material provided does therefore not provide any further relevant information regarding the nature of the complaint. In one of the ivus pullbacks the partially crushed stent is visible, which was fully attached to the vessel wall with another stent afterwards. Relevant information about the target lesion and/or the previously implanted stent have not been recorded. The ivus material provided does therefore not provide any further relevant information regarding the nature of the complaint. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.